Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID: hh90t02 (serial: (B)(6); product type: 2201-mobile platform; implant date: n/a; explant date: n/a. Section d references the main component of the system. Other medical products in use during the event include: brand name; product ID: hh90t02 (serial: (B)(6); product type: 2201-mobile platform brand name: synchromed; product ID: a820 (serial: unknown); product type: 0216-software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug (n/a n/a at n/a n/a) via an implantable pump for unknown indications for use. It was reported that the personal therapy manager (ptm) was taking a long time to connect. The patient stated it takes 49 seconds to connect and then 53 seconds to deliver the med. The patient stated this is a lot longer than with the previous ptm. The patient began noticing the issue during summer time of 2025 and then really noticed in october. The patient also mentioned that they are only using the pump when they need it. The patient confirmed 90% lag issue. Agent reviewed information and walked the patient through clearing data on the handset. The patient was then able to connect to the pump without any lag issue. The patient will monitor lag issue and call back if further assistance is needed.